Manufacturer narrative:
H3: device evaluation - lens was returned in vial dry with residue on product. Visual inspection found haptic torn. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -12.5/+2.0/072 (sphere/cylinder/axis) into the patient's left (os) eye on (B)(6) 2021. On (B)(6) 2021 the lens was repositioned due to lens rotation. On (B)(6) 2021 the lens was exchanged with a longer lens due to lens rotation. The problem is resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Weight, race, ethnicity:unk. Claim# (B)(4).